Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2050) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly unable to lock when the needle was inserted and had fired off without intent. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected, and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver serial number 51gv0087 was received at the bip biomedizinische intstrumente und produkte gmbh. The magnum driver was visually inspected upon receipt and was found to be in normal condition. Also identified, cocking slide, cannula, stylet sled and sled position indicator are worn out. The device was functionally tested and passed the test during device evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported fired off without intent issue and the investigation is determined to be confirmed for the identified cocking slide, cannula and stylet sled are worn out. The root cause for reported fired off without intent issue cannot be determined as the problem could not be reproduced. The root cause for identified cocking slide, cannula and stylet sled are worn out issue could not be determined based on the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly unable to lock when the needle was inserted and had fired off without intent. There was no patient contact.